Event description:
Ous MDR - after an implantation period of about 74 months, oversensing was reported. The lead is reportedly still implanted, but we were informed that a revision is scheduled within the next few days, but no further details are available at the moment. Should we get more information, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 14 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the returned fragment revealed that the insulation was, apart from the present dissection, free of breaches. Further analysis of the available fragment did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead was found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.